Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. The perfusionist (ccp) said after he initiated calibration, the screen showed "not calibrated". The ccp tried calibration again with the same result. He then shut the system down, rebooted the system-1, then tried calibration again several times and it still would not calibrate. The device was not changed out, as they used it for the case and it worked, just could not calibrate. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) confirmed the customer complaint. The epg was replaced and the new epgs was calibrated and the screen read "pass". The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.